Event description:
A coronary stent with delivery sys was successfully advanced and deployed at the target lesion site located in the pt's left coronary artery. An attempt to place another coronary stent distal to the first stent was unsuccessful and upon withdrawal of the second sds, an acute closure of the pt's diagonal was reported. A balloon pump was used to successfully treat the pt and no add'l pt complications were reported relative to this event.